Manufacturer narrative:
Product has not been returned. If product is returned or additional information received, a supplemental report shall be submitted.

Event description:
Customer observed blood leaking from the centrifuge pump during the procedure.the procedure was halted and pump was replaced without any harm to the patient.